Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported dyspnea, hypotension, and worsening mr were cascading effects of the reported slda. The reported patient effects of dyspnea, hypotension, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing mr to a grade of 1. Later that day, the patient had a severe coughing fit. Afterwards, the patient¿s blood pressure decreased, and breathing became difficult. Echocardiography showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2024, an additional mitraclip was performed. One clip was implanted, reducing mr to a grade of 1.